Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with the heparin prefilled syringe. The customer reports, that she is a home infusion pt and that she has been experiencing nausea, vomiting, diarrhea, fever and chills. She receives saline, heparin and rocephin IV as standing orders. Her md suggested bloodwork for lft's.

Manufacturer narrative:
Submit date 4/14/2008. An investigation is currently underway, upon completion the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.